Event description:
It was reported that the patient experienced fevers, excessing swelling at the pocket site. Also, when stimulation was turned on the patient felt stimulation in her chest instead of her back. The patient was 3 weeks post-operative and still was unable to do basic house cleaning. The patient had been on antibiotics. Additional information received reported that the patient was being evaluated for a "potential infection" of her system but there was nothing wrong with the system function.

Event description:
Additional information received noted that stimulation was on. There was no immediate plan for removal.

Event description:
Additional information received noted that the patient did complete allergy testing, she did test positive to neomycin sulfate, however, it was confirmed that this was not a component of our pumps.

Event description:
Additional information received reported that the patient had a fever since implant. The patient thought she was allergic to nickel alloy. Blood tests were done and did not indicate an infection. The implant site was inflamed and swollen but it was possible that it was caused by rubbing against the patient's hip. The healthcare provider (hcp) had ordered an allergy kit but had not tested the patient. The patient's status was unknown.

Manufacturer narrative:
Concomitant medical products: lead model unk lot # unk implanted: unk explanted unk.